Event description:
It was reported that the patient presented in-hospital due to a syncopal episode. Intermittent noise was found via review of session records. Noise could not be reproduced in clinic. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.